Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with 5 bedside monitors (bsm). No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with 5 bedside monitors (bsm). No patient harm was reported.